Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions clearly states not to exceed the rated burst pressure. It is unknown if the exceeded rated burst pressure contributed to the reported event. The reported patient effects of death and pseudoaneurysm as listed in the graftmaster rx coronary stent graft system, instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other graftmaster device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat two perforations, one located in the proximal right coronary artery and one located in the mid left anterior descending artery. Both 2.80x26mm rx graftmaster stents were deployed at 26 atmospheres and successfully sealed the perforations. There were no issues reported with the rca lesion. However, per the physician, the patient had a non-st-elevation myocardial infarction later that day when it was noted that cardiac enzymes began to rise. A side branch occlusion in the lad was noted, potentially due to the lad rx graftmaster. The next day, severe mitral regurgitation was identified via an echocardiogram. A week later on (B)(6) 2019 the patient died. Additionally, it was noted that during the procedure a bleeding femoral pseudoaneurysm occurred that had to ultimately be treated via surgical intervention. The ultimate cause of death was congestive heart failure. An autopsy was not performed. No additional information was provided.